Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis due to displaying a primary audible alarm. There was an acu watchdog and primary audible alarm post errors in history. Start-up, flow and occlusion tests were performed to test the device. The issue was unable to be duplicated. The speakers were replaced as a preventative measure. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Additional information provided that there was no patient involved.

Event description:
Information was received that device had primary audible alarm bgnd test failure on power up. No adverse effects reported.